Event description:
Information was received from a patient regarding their implanted neurostimulator (ins) and their controller reporting they were getting an error code rm04 and had a hard time charging their implanted neurostimulator for the past few weeks. Patient said the error message would flash across the screen real fast and then they would be able to continue charging, but then the message would come up again. Patient confirmed they had not tried resetting the controller since the issue began. Agent walked patient through resetting the controller. Patient denied any rattling or rattling inside the controller. Patient inspected recharger cord and said it was not damaged, but there was a little bit of warming when charging. Patient started a recharge session of their implant and was able to start charging with excellent recharge quality with controller at 100% and implant at 60% and shortly after, the implant incremented to 70%. Patient mentioned that the last time they tried to charge their implant, the charge drained the controller battery faster than it recharged the implant battery. Patient also mentioned that when they were charging, the quality would go between good and exc ellent, even though they weren't moving. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they did not have stimulation on during the call. Patient stated event date was a few weeks ago. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.